Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is device not returned as the complaint did not include returned device review and lacked the objective evidence or descriptive conditions of the event required to determine what could have contributed to the event. (B)(4).

Event description:
It was reported a perforation and tamponade occurred. An intellanav oi ablation catheter was selected for using during a left atrial flutter ablation procedure. During the procedure, the patient experienced a drop in systolic blood pressure to 60 mmhg, suggesting tamponade. Echocardiography revealed blood in the epicardial space. The physician suspected it was caused by the ablation catheter while mapping in the left atrium following the first ablation attempt. The tamponade was resolved acutely through pericardial puncture. However, the patient needed a hospital transfer to a cardiac surgical unit, and needed cardiac surgery to resolve the complication. The surgeon found a hole in the left atrial anterior roof, where the physician had suspected the catheter caused a hole. The surgeon repaired the hole and the patient was stable.